Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump stopped working. Customer cannot recall their blood glucose reading. Customer stated the insulin pump stopped working once it was exposed to fire. Insulin pump will not be returning for analysis.